Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaints. There was no indication that the product did not meet specification. The reported complaints are related to bleeding, skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding during adc freestyle libre sensor insertion and a skin reaction while wearing the sensor. The customer further reported she experienced a symptom of swelling and had contact with a healthcare professional who prescribed cephalexin 500 mg as treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing bleeding during adc freestyle libre sensor insertion and a skin reaction while wearing the sensor. The customer further reported she experienced a symptom of swelling and had contact with a healthcare professional who prescribed cephalexin 500 mg as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m000eaekdh was returned and investigated. Visual inspection was performed on the returned sensor patch, applicator, and adhesive and no issues were observed. Sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug. Observed that the applicator fired correctly. The sharp was inspected after applicator was pried open and no issues were observed with the sharp. No physical damage was observed on the returned sensor pack. Observed that the lid was not completely peeled off the sensor pack indicating incorrect assembly by the user. Therefore, this complaint was not confirmed to use.